Event description:
The customer reported on (B)(4): ae safety notification_111-018. Total occlusion of the vascular access circuit, which resulted in patient hospitalization/prolonged hospitalization. No further information was provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Therefore, the complaint could not be confirmed, and the root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. This complaint will be used to trend for similar complaints.